Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was not confirmed, and a root cause could not be identified. The probable causes were likely stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual/operation manual ¿chapter 3, preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning which could have detected the phenomenon: <inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image displayed. The event occurred during preparation for use in a therapeutic rapa intestine. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: adhesive on blending section cover had a chip; switch (sw) 1 had a scratch; sw2 had discoloration; sw3 had discoloration; video cable had discoloration; and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.